Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm and right internal iliac arterial aneurysm using gore® excluder® aaa endoprostheses. The right internal iliac artery was coil-embolized during the procedure. On (B)(6) 2021, an additional procedure was performed due to a recent CT imaging that revealed the left common iliac artery distal to the device became aneurysmal and type ib endoleak was suspected. The left internal iliac artery was embolized, and two additional contralateral leg endoprostheses were implanted at the left side. The treatment area was extended into the left external iliac artery. The patient tolerated the procedure.